Event description:
It was reported that this artificial urinary sphincter (aus) was replaced due to incontinence because the cuff could not block the urine. There were no patient complications.

Manufacturer narrative:
Device information updated to unknown for the cuff, balloon added to concominent devices upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff tear was identified in the cuff shell consistent with tool or instrument damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because a malfunction was identified in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because of the malfunction identified in the cuff component. Inspection of the remainder of the device revealed no damage or irregularities that would affect its functionality. Product analysis was unable to identify a malfunction the balloon and pump components. Product analysis confirmed the reported mechanical issue. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence.

Event description:
It was reported that this artificial urinary sphincter (aus) was replaced due to incontinence because the cuff could not block the urine. There were no patient complications.

Event description:
It was reported that this artificial urinary sphincter (aus) was replaced due to incontinence because the cuff could not block the urine. There were no patient complications.